Event description:
The end user reported that she developed a yeast infection located under her wafer. She stated that she was prescribed nystatin powder and that the yeast infection is improving.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).